Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an app crash alert occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of an app crash alert could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.